Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was over 600 mg/dl. The customer reported that the customer had high blood glucose level since she had started wearing insulin pump. The customer was treated with insulin pump and manual injection for high blood glucose level. The customer also reported that the insulin pump received multiple insulin pump error alarm and the insulin pump was beeping constantly and the insulin pump received battery out limit alarm. The insulin pump will return for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, and occlusion test. No excessive no delivery alarms noted. Pump passed self test, unexpected restart error test, off no power test and all operating currents tested within the specification range. Pump was tested with no unexpected restart error alarm, and audio/beep anomaly noted. Unit had displayable history crc check failed alarm in alarm history file. Displayable history crc check failed alarms were due to corrupted history files. Pump received with cracked reservoir tube lip and minor scratches on display window noted.